Manufacturer narrative:
The customer reported that all the tiles on the central nurse's station were in communication loss. They had already rebooted the central nurse's station and that did not work. No patient harm was reported.

Event description:
The customer reported that all the tiles on the central nurse's station were in communication loss. They had already rebooted the central nurse's station (cns) and that did not work. No patient harm was reported